Event description:
The patient experienced tmj and a traumatic occlusion due to the wearing of the aligners. Doctor states that patient will need comprehensive orthodontic treatment and possibly a neuromuscular orthotic prior to getting the patient's tmj comfortable and stable. Doctor advised patient to immediately stop use of aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.